Event description:
The report stated that the second seal performed with the ligasure max handpiece was inadequate. The seal bled and was sealed with a suture. The bleeding was less than 200cc's. There was a confirmed end tone at the end of the sealing cycle. The patient is now ok.

Manufacturer narrative:
Valleylab has conducted evaluations and investigations into alleged surgical events involving inadequate seals. To date, when valleylab has received samples from the alleged incidents, appropriate testing has been performed. This includes physical examination, use on simulated tissue, and in some instances, tissue testing. In the course of these investigations, valleylab has not been able to confirm a causal relationship between the ligasure devices and complaints of serious injury or death related to inadequate seals. In addition analysis of normalized complaint rates has not indicated any trends. As with all ligasure devices, the ability to create a permanent seal is based upon the tightly controlled delivery of pressure and energy. The seal is created by denaturing the collagen and elastin in the vessel walls and allowing the fused amalgam to reform and cool under pressure. This forms a permanent hemostatic seal. If there is a failure to deliver the pressure and energy in the required manner, the seal quality could be compromised. To assure controlled energy delivery, the ligasure generator utilizes a feedback controlled response system that terminates energy delivery to the tissue when the seal cycle is completed. An audio tone informs the user when the seal is complete and surgeon intervention is required to reinitiate the seal cycle. Despite the relative accuracy and sophistication of the feedback system, just as with mechanical vascular ligation, certain physiological conditions can impact the quality of the resulting tissue seal. Even with the variation in surgical patient physiology, the rate of reported inadequate seals is very low. Investigation of these reports has not identified any device malfunctions or defects that could have caused or contributed to the incidents. Never the less, as part of our ongoing efforts to educate our customers on the correct usage of ligasure vessel sealing system, valleylab has issued a newsletter on the topic. This is available on the valleylab website, www.valleylab.com. The newsletter is entitled "best practices in ligasure vessel sealing." The newsletter addresses conditions that could potentially affect hemostasis: age and select comorbidities (cancer, coronary artery disease, etc.) Have a deleterious effect on the healing process and can as a result degrade the performance of both mechanical and energy-based vascular occlusion methods. Use caution during surgical cases in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurismal vessels, irradiated tissue, etc); for best results apply jaws to an area of unaffected vasculature. Do not attempt to seal vessels, lymphatics, or tissue bundles greater than 7mm in diameter. Other factors that can negatively affect performance and are addressed in our product instructions are: do not use the ligasure system unless properly trained to use it in the specific procedure being undertaken. Use of this equipment without such training may result in serious unintended patient injury. Place the tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge. Contact between an active instrument electrode and any metal object (hemostats, staples, clips, retractors, etc.) May increase current flow and can result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Do not activate the ligasure system until the instrument has been applied with the proper pressure. Activating the system before this is done may result in improper sealing, may increase thermal spread to tissue outside the surgical site, and may cause instrument damage. Conductive fluids (e.g. Blood or saline) in direct contact with or in close proximity to the instrument may carry electrical current or heat, which may cause unintended burns to the patient. Remove fluid from around the instrument jaws before activating the instrument. Do not reuse or resterilize instruments and accessories labeled "disposable" or "single use only." The system detects the instrument type and sets the intensity setting to 2 bars in the display. If you have entered settings in the ligasure touchscreen prior to connecting the ligasure instrument, these settings will be reset to 2 bars. To prevent separation or tearing of small isolated vessels during sealing, avoid pulling, straining, or applying tension to the vessel. Do not reapply the sealing energy directly over the existing seal area. The seal area may be compromised. Energy based devices, such as esu pencils or ultrasonic scalpels that are associated with thermal spread should not be used to transect seals. Prior to cutting the seal, the surgeon may inspect the vessel or tissue to ensure proper sealing. Important: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe the jaw surface and edges with a wet gauze pad as needed. Do not clean the instrument jaws with a scratch pad. Thin tissue - open the jaws and confirm that a sufficient amount of tissue is inside the jaws. Increase the amount of tissue and reactivate instrument. Reseal indicator - maximum seal cycle time has been reached. The system needs more time and energy to complete the seal. Seal cycle was interrupted before cycle was complete. The footswitch was released before the seal cycle was complete. Valleylab has not identified any malfunction of the ligasure devices leading to inadequate seals. Valleylab continually monitors and comprehensively investigates customer complaints as part of the quality system to ensure the safe use of our devices.